Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for ventricular fibrillation (vf). The shock may have caused an atrial tachycardia/atrial fibrillation (at/af) episode. Subsequently a second shock was delivered for a detected fast ventricular tachycardia (fvt) that was suspected atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr). It was further reported that there was right ventricular (rv) lead undersensing noted on the electrograms. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.